Manufacturer narrative:
The customer reported that a patient expired while being monitoring on a transmitter at the time the device was experiencing signal loss. The signal loss occurred for about 10 minutes. The device showed only artifact when coming out of signal loss for a few seconds 2 times during the reported 10-minutes signal loss duration. When the device came out of signal loss, the staff was alerted to a vfib alarm and when checking on the patient, it was discovered that the patient had passed away. Log files were requested from all involved devices and will be reviewed when received. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age or date of birth, weight, ethnicity, race, relevant tests / laboratory data, other relevant history, preexisting medical conditions. Additional device information: concomitant medical device: the following devices were used in conjunction with the transmitter: central nurse's station (cns): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni. Multiple patient receiver (org): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni. Attempt # 1: 10/05/2022 emailed the customer for patient and concomitant device information: no detailed information was received. Attempt # 2: 10/07/2022 emailed the customer for patient and concomitant device information: no detailed information was received. Attempt # 3: 10/11/2022 emailed the customer for patient and concomitant device information: no detailed information was received.

Event description:
The customer reported that a patient expired while being monitoring on a transmitter at the time the device was experiencing signal loss. The signal loss occurred for about 10 minutes. The device showed only artifact when coming out of signal loss for a few seconds 2 times during the reported 10-minutes signal loss duration. When the device came out of signal loss, the staff was alerted to a vfib alarm and when checking on the patient, it was discovered that the patient had passed away.